Manufacturer narrative:
Results: the smart coil was kinked approximately 11.0 cm and 136.0 cm from its proximal end. Conclusions: evaluation of the returned smart coil revealed the device was able to be advanced through a demonstration microcatheter without issue. Further evaluation revealed minor kinks on the length of the pusher assembly. This was likely a result of attempting to advance the embolization coil against resistance. The root cause of this initial resistance could not be determined as it was not experienced during the device investigation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter, and therefore the smart coil was removed. The hospital staff attempted to advance the smart coil out of its introducer sheath on the back table, however was still unable to. The procedure was then completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.